Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation post paced t wave oversensing was observed on the defibrillator. The patient did not receive any therapy during the oversensing. Programming changes were made. The patient was in a stable condition.